Event description:
Event description guidant received information that this pacemaker, which is included in the recent failure mode 2 field advisory, was replaced due to the patient having an episode of unexplained syncope. Upon interrogation the device was performing appropriately. It was felt that the syncope was most likely due to supraventricular tachycardia but the family and the physician wanted to explant the device.